Event description:
In review of published literature, these findings were noted: nakai m, sato m, sato h, sakaguchi h, et al. Midterm results of endovascular abdominal aortic aneurysm repair: comparison of instruction-for-use (IFU) cases and non-IFU cases. Japanese journal of radiology. On 124 patients (104 men, 20 women; men age of patients with excluder is 77 years; age range 58-93 years) with aaa who underwent evar with the zenith (68 patients) or excluder device (56) and were analyzed, 86 were IFU and 38 non-IFU. Mean proximal neck inner diameter (mm) 19.1; mean proximal neck length (mm) 31.5; mean suprarenal neck angulation 32 0; mean infrarenal neck angulation 54.7; mean aneurysm diameter (mm) 52.2. This article mentions that 7 patients had aneurysm enlargement of greater than or equal to 5mm. Info was obtained on one specific pt. On (B)(6) 2009, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. It was reported that pt also underwent coil embolization of the right internal iliac artery prior to the implantation to stent grafts. The procedure concluded without any adverse events. On unknown date, follow-up examination revealed a type ii endoleak originating from a lumber artery. Aneurysm enlargement was not seen. On unknown date in 2012, three-year follow-up examination revealed the type ii endoleak persisted, and aneurysm enlargement of greater than 5mm was identified.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.